Event description:
The customer called for help with her contour usb meter. She alleged her glucose readings had been higher than usual. While troubleshooting, the customer performed control tests and received a result of 226 mg/dl. The normal control range was 108-150 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.